Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the patient was having trouble pairing the phone. After the procedure was finished the programmer was turned off the programmer and the pairing was immediately successful. No intervention was performed. There were no patient consequences.